Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a hemodialysis (hd) patient that had a reaction to the fresenius optiflux dialyzer during their treatment. The patient reportedly complaint of shortness of breath, wheezing, itching, and rash a few minutes after the start of treatment. The patient¿s treatment was stopped, the patient was taken to the emergency room, where they were dialyzed with a non-fresenius dialyzer. During the treatment at the hospital, the patient also had symptoms of rash and pruritis. The patient was discharged from the hospital the following day. The fresenius optiflux dialyzer used for treatment was discarded and cannot be returned.treatment data and hospitalization records were requested, but were not provided. If additional information is provided, a supplemental report will be submitted.

Event description:
Additional information: during follow-up, it was reported by a hd nurse that this patient began hemodialysis on (B)(6)2018 and has a past medical history of severe asthma, unspecified congenital heart defect and mitral valve regurgitation. The nurse indicated the patient has baseline shortness of breath (sob) due to his severe asthma and that the patient performs a nebulizer treatment during each dialysis in the clinic. On (B)(6)2019, the patient began to experience itching with worsening shortness of breath (sob) beyond the patient¿s baseline, approximately 1 hour into dialysis treatment via a fresenius 180 nre optiflux dialyzer. It was reported the patient¿s blood pressure (bp) reading was normal; with a systolic bp in the 140¿s (diastolic bp unknown). As a result of the worsening sob, the patient did a nebulizer treatment during dialysis. However, the nurse stated the patient did not respond and the patient appeared to be in respiratory distress. As a result, the patient was reinfused his blood in the extracorporeal circuit and the hd treatment was terminated. The patient was sent to the emergency room and was admitted into the hospital for further evaluation. During hospitalization, nephrology services was consulted and the patient reportedly continued hemodialysis using a revaclear dialyzer (not a fresenius product). However, per the nurse, the patient had continued to have symptoms of itching and rash with use of the revaclear dialyzer (not a fresenius product). Further in-patient hemodialysis treatment information is unknown. The nurse stated the hospital nephrologist gave new dialysis orders which included patient¿s dialyzer be flushed with 1 liter of normal saline, the patient self-administer zyrtec 10 mg (at home), and the patient receive 25 mg of benadryl intravenous (IV) before each hd treatment. On (B)(6)2019, the patient was discharged from the hospital continuing outpatient hd with the fresenius 180nre dialyzer. On (B)(6)2019, the patient resumed their next scheduled outpatient hd treatment via the fresenius optiflux 180nre dialyzer. It was confirmed the dialyzer was flushed with 1-liter normal saline and the patient was pre-medicated with 25 mg of benadryl IV prior to start of hd, as ordered. It was reported the the patient developed a small rash on the elbow during last 10 minutes of treatment. However, per the nurse, the rash did not require any medical intervention and it was confirmed the patient completed hd treatment without any serious adverse effects. The patient reportedly continues hemodialysis via the fresenius optiflux180 nre dialyzer with pre-dialysis orders to flush the dialyzer with 2 liters of normal saline as well as 50 mg of benadryl IV prior to dialysis start. Additionally, the patient has been referred to an allergist for further evaluation. The nurse stated it is unknown if the patient is having true allergic reaction to the dialyzer as the patient has been able to complete treatment using the fresenius optiflux 180nre dialyzer since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, it is possible the patient experienced a dialyzer reaction (characterized by respiratory distress with concomitant itching) during the last hour of dialysis treatment via a fresenius optiflux 180nre dialyzer. However, it cannot be confirmed whether the patient has a true allergy to the fresenius optiflux 180nre dialyzer as the patient had symptoms of itching and rash while using a non-fresenius dialyzer in the hospital. The patient continues to use the fresenius optiflux 180nre dialyzer with pre-dialysis orders to flush the dialyzer with 2 liters of normal saline and pre-medicate with benadryl 50 mg IV and zyrtec 10mg by mouth and the patient has not had any further reported serious allergic reactions. It is well-documented that patients on hemodialysis may experience hypersensitivity and allergic reactions due to the dialyzer membrane of various types of dialyzers. The fresenius optiflux 180nre dialyzer instructions for use cautions user of the known risk of hypersensitivity or anaphylactoid reactions to optiflux dialyzers during use. Currently, there is no evidence of a dialyzer product deficiency or malfunction associated with the event.

Manufacturer narrative:
Correction: MFR site plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Seven lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two lots that had one approved temporary deviation notice (dn) each, and one lot had a non conformance the lot exceeded the bubble point limit of 4%, all of which were unrelated to the reported complaint event.. There was no indication of product nonacceptance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.